Manufacturer narrative:
Lot number and expiration date were unknown. It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
On (B)(6) 2013 patient reported she woke this morning to find that the infusion set tubing had broken completely apart. Patient stated the tubing broke near the luer lock; the luer lock was not cracked. Patient reported that later her blood glucose level was low, in the 50's mg/dl. Patient stated she felt that the broken infusion set tubing caused her low blood glucose level. Patient reported she was able to eat glucose tablets to bring her blood glucose level to normal. No outside assistance was needed. Patient's normal blood glucose range is 70-120 mg/dl. Patient discarded the alleged infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Conclusion: the complaint can not be verified. Result: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated.